Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the customer was using 2.0ml sample cups. This will not trigger the cup sensor and will cause the calibration cup positions to skip. The fse advised the customer to use 4.0ml tosoh cup. The fse also replaced two broken sample chain links, cleaned the sample sensor rollers, cleaned the sample chain, and lubricated the system. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to the customer using 2.0 ml cups to calibrate.

Event description:
On (B)(6) 2017, a customer reported the analyzer was skipping cups during various calibrations with the aia-600ii. No error codes displayed. The customer was unable to calibrater. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.